Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that an advance 14 lp low profile balloon catheter device was used for a plain old balloon angioplasty (poba) to treat chronic total occlusion (cto) in the anterior tibial artery (ata) but it ruptured at the first attempt of inflation due to calcification. Therefore, it was replaced with a short 14lp (3-2) and the procedure was completed successfully. The direction of the rupture cannot be determined as the device will not be returned. There have been no adverse effects to the patient reported.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. According to the information provided by the reporter, it is plausible to suggest that this incident was human anatomy-related. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that an advance 14 lp low profile balloon catheter device was used for a plain old balloon angioplasty (poba) to treat chronic total occlusion (cto) in the anterior tibial artery (ata) but it ruptured at the first attempt of inflation due to calcification. Therefore, it was replaced with a short 14lp (3-2) and the procedure was completed successfully. The direction of the rupture cannot be determined as the device will not be returned. There have been no adverse effects to the patient reported.